Event description:
The patient has an IV remodulin infusion running through her port which requires a very specific dosage, including keeping it running continuously with no stopping. This medication also requires a 0.2 micron filter at the end of the infusion line. Upon getting the patient up to for the bathroom, we noticed that the 0.2 micron filter was disconnected from the patient, it had broken within the filter line, which caused an unknown amount of time the patient was disconnected from remodulin. Upon inspection the filter had snapped off. Manufacturer response for low sorbing extension set, 0.2 micron low protein binding filter, needle-free va, (brand not provided) (per site reporter). Waiting for their response.